Event description:
It was reported that the patient presented for an implant procedure. During the procedure, prior to implanting the right ventricular (rv) lead, it was noted that the helix was bent. The lead was not used and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of bent helix was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies or damaged to the helix. Electrical testing was normal.